Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged for a long period of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The implantable pulse generator (ipg) was fully charged to 3.952 vdc. A review of the patient's data indicated that the device has been working normally and the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients ipg had to be charged for a long period of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.